Manufacturer narrative:
Per source notes within email quote correspondence, it was noted that the customer rejected quote for service and repair, however; they will handle the service call/incident in house themselves. They have ordered and will be replacing the touchscreen. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while the unit was in use the touchscreen malfunctioned intermittently. The unit was removed without incident. There was no patient harm reported. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During troubleshooting, the customer provided that during testing, touchscreen calibration failed. The customer requested a quote for onsite service and repair part order information. An onsite service request was created.